Event description:
The customer reported intermittently the system failed to produce fluoroscopy x-ray thereby displaying a blackened image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the video controller board. The system operates as intended.